Event description:
It was reported that an inflatable penile prosthesis (ipp) returned without performance allegation. Analisys of the returned components revealed that the cylinders did not pass the microscope examination and leakage test, and the pump did not pass the functional test.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Both cylinders had a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders had a leak at corner of a fold in the proximal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. The pump passed both visual inspection and leakage test. The pump did not pass the activation test. Based on the information available and analysis results, the leaks found in both cylinders, and the pump not passing the functional test could affect the product performance. The device history record (DHR) review was unable to be performed as the lot number was not provided. Based on the information available, a conclusion conde of cause traced to component failure was assigned to this investigation.